Event description:
It was reported that this pacemaker exhibited noisy signals on both non-boston scientific leads. Upon review, low-grade consistent noise, oversensing, and pacing inhibition greater than two seconds were noted. Possible causes were discussed and troubleshooting efforts were recommended. Reprogramming efforts were performed. At this time, the product remains in service and no additional adverse patient effects were reported.